Manufacturer narrative:
Report submitted 23aug2021. There was no patient involvement.

Event description:
The customer reported the ventilator alarmed low leak co2 rebreathing when it was powered on. The device was not in patient use. The remote service engineer advised the customer to do a full performance verification test (pvt) to troubleshoot. The customer confirmed the air flow accuracy test failed during pvt. There were no errors in the logs. The customer replaced the flow sensor assembly, and the issue was resolved.